Manufacturer narrative:
As reported, device stopped deploying after the third and fourth fastener, it is unknown if loose fasteners were removed from the patient's body. Evaluation of the sample finds for bent guide wire and backup tabs. The reported performance issue is a known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces when in use. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states, "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue". Note, the date of event and implant date are considered to be a best estimate as (B)(6) 2023 based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: sample evaluated.

Event description:
As reported, during an inguinal hernia repair the optifix straight was used to fixate the 3dmax light mesh. It was reported that the device stopped deploying after the third and fourth fastener. It was also reported that the first two fasteners were able to fixate the mesh and it is unknown if loose fasteners were removed from the patient's body. It was reported that the surgeon dry fired the device to check if the problem re-occurred and used another device to complete the procedure. There was no reported injury.